Event description:
It was reported that there was a tubing defect. There were no patient complications reported.

Manufacturer narrative:
One miller balloon atrioseptostomy catheter was received inside a shipping tube with the shrink seals still intact. The evaluation included visual examine, and note any observed abnormalities such as damaged, incorrect or missing components. The balloon and balloon windings/bonds were visually inspected for indication of damage or abnormality and there was no damage found. The shipping tube was found to have a bond separation between the clear adaptor and the gray tube. Adhesive is visible on both bond sites. The shrink seals are still attached, one at the clear adaptor cap and the other around the IFU. When the catheter was pulled out of the tube, it was found to be in good condition. The balloon and windings were also found to be in good condition. A device history record review was completed and documented that the device met specification upon distribution.